Manufacturer narrative:
The event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to ipg reaching end of life. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.